Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 8808060 implantable port allegedly experienced failure to infuse. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was a 67 year old male weighing 182 lbs. The other patient age, weight, and gender was not provided.

Manufacturer narrative:
Of the two malfunctions, one was further reported to also have experienced 1094 - complete blockage. The lot number was provided for one out of two malfunctions; therefore, a lot history review was performed. One device was returned for evaluation; the evaluation was inconclusive for failure to infuse and complete blockage. The other device has not been returned for evaluation; therefore, the investigation is inconclusive for failure to infuse as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for one out of two malfunctions; therefore, a lot history review was performed. One device was returned for evaluation; the evaluation was inconclusive for failure to infuse. The other device has not been returned for evaluation; therefore, the investigation is inconclusive for failure to infuse as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 8808060 implantable port allegedly experienced failure to infuse. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was a (B)(6) year old male weighing (B)(6). The other patient age, weight, and gender was not provided.